Event description:
It was reported that the patient attended an appointment at the clinic in order to have his cochlear implant checked. The last time he had attended an appointment was on (B) (6), 2005, then everything was ok. The patient is prelingually deafened and is a non-user. He has not received any impact to the implant area. Testing confirmed that the device has malfunctioned. The patient is scheduled to be explanted on (B) (6), 2009. During the time before the surgery, the patient will decide if he wants to be re-implanted or not.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.